Event description:
It was reported that during normal followup it was noted that there were high pacing impedances on the right ventricular lead. The lead remains in use, and the patient will be checked in three or four months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.